Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal event. A remote interrogation was performed and device data was forwarded to the health care professional (hcp) for review. The hcp reported boston scientific technical services (ts) would be contacted if review of device data is needed. No adverse patient effects were reported.